Manufacturer narrative:
Additional information, b5: upon follow up, it was reported on an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day of peritonitis diagnosis, the patient was hospitalized and was treated with vancomycin injection (1g, every 96 hours, intraperitoneal, discontinued) and meropenem injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Ten days after hospital admission, the patient was discharged. Approximately one month after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy (ongoing). It was reported the patient was retrained on the proper aseptic technique. No additional information is available.